Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted with a neurostimulator (ins). It was reported that the physician assistant (pa) was seeing a lot of black boxes and the impedance values were a lot lower than she had ever seen before. It was stated that the pa also noticed that the battery longevity had decreased more than expected. The rep mentioned that the pa checked the ins for impedances and battery longevity and there were low impedance values but the exact values were unknown. It was also reported that the battery was shut off to resolve the issue and the cause was unknown. The patient was scheduled for revision on (B)(6) 2018. No troubleshooting attempts could be made due to lack of access to the patient. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058, serial #(B)(4) showed no anomalies. Analysis of lead model 3889-28, lot # va1gfdn showed the outer insulation of the lead was twisted and that the outer insulation was separated at the butt joint. It was noted that the device was subjected to a series of standard tests that included (but was limited to) visual inspection and electrical testing. If information is provided in the future, a supplemental report will be issued.